Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring, bearings/corrosion and locking components of the motor device were damaged. It was further observed that the hose had a hole/cut in it and was damaged and ripped, the locking parts were damaged, the motor and control unit were defective and rusted, the device had liquid damage and the error code e2 kept coming back. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, noise assessment, no short circuit between sensor gnd and connector body (42), no short circuit between 5 vdc line and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between phases and connector body (42), loctile and cable assessment and hand control assessment. It was noted in the service order that the device displayed an e2 error and the hose was torn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.